Event description:
The patient initially underwent left main stenting without issue. Before starting intra-aortic balloon pump (iabp) therapy, the patient was hemodynamically stable. However, once the iabp was initiated, it triggered multiple high-pressure and helium loss alarms. This was followed by the patient's hemodynamic deterioration, requiring resuscitation efforts. The iabp was then replaced with an impella cp device, at which point the patient began to stabilize. The iabp machine remains with biomedical for review, as it had undergone testing by the manufacturer the day before this event.